Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure in the cephalic arch the pta balloon allegedly got stuck to a deployed stent graft in an effort to post dilate. Upon removal from the patient the balloon allegedly had torn. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted, as the lot number was not reported for this device. Conclusion: the device was returned. A visual inspection found fiber disturbance on the balloon of the device, therefore the investigation is confirmed for material frayed. No tears were identified in the balloon, therefore the investigation is unconfirmed for the reported tear. The device was inflated and a circumferential rupture was identified in the balloon. Based on the returned sample condition (frayed material) the investigation is confirmed for stent related retraction issues, as the damage is consistent with the balloon becoming stuck on a stent graft. The retraction issues through the stent graft likely contributed to the identified fiber disturbance. However, the definitive root cause for the reported issues or identified rupture, could not be determined based upon available information. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter, introducer sheath and guidewire (as necessary) as a single unit. Use of the rival pta dilatation catheter: while maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the sheath and withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath.

Event description:
It was reported that during an angioplasty procedure in the cephalic arch the pta balloon allegedly got stuck to a deployed stent graft in an effort to post dilate. Upon removal from the patient the balloon allegedly had torn. Another balloon was used to complete the procedure. There was no reported patient injury.